Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. It was reported that the ventilator generated technical error code indicating a power error. The dc/dc & standard connectors printed circuit board (pcb) and the monitoring printed circuit board (pcb) were defective and replaced. After replacement of the pcbs, the ventilator passed all functional and safety tests and was cleared for clinical use. No logs were provided and the replaced parts were not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator generated technical error code indicating a power error. There was no patient harm. Manufacturer's ref.#: (B)(4).